Event description:
On (B)(6) 2017, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with rlt311413/(B)(6) , pxc121400/15426697, pxc121000/13444897, plc201000/13722896. The patient tolerated the procedure. On an unknown date in (B)(6) 2024, the patient was evaluated for type ii endoleak, however, the patient did not return for any follow-ups. On an unknown date in (B)(6) 2024, the patient underwent embolization for a type ii endoleak. The procedure was not supported by a gore associate. On (B)(6) 2024, the patient presented with a proximal type I endoleak with aneurysm enlargement (amount unknown) coupled with a rupturing abdominal aortic aneurysm into the retroperitoneum. The patient underwent surgical conversion and the trunk ipsilateral component and portions of the contralateral limbs in the distal aorta were cut off and explanted. A surgical graft was then placed and sewed to the distal portions of the grafts left in place. The patient tolerated the procedure with good results.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.